Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the sewing ring was partially damaged, likely a result of the explant process. All leaflets were stiff yet flexible in areas with no visible calcification present. An approximately 4mm tear was observed on the free margin of the left cusp with two adjacent abrasions. An approximately 9mm tear was observed on the free margin of the right cusp extending to the belly. An approximately 8mm tear was noted on the right cusp approaching the right/non-coronary commissure. An approximately 5mm tear was observed on the non-coronary cusp approaching the left/non-coronary commissure. All leaflets appeared to be in the closed position with a gap between the coaptive ridges of the right and left cusps. Calcification was noted on the inferior coaptive junctions of the left/right and right/non-coronary commissures. The beginnings of commissure dehiscence can be observed on the left/right and left/non-coronary commissures. From the inflow, thick glistening off-white pannus remained attached to the sewing ring extending to the base stitching and approximately 5mm into the non-coronary cusp, 4-5mm into the right cusp, and 6mm into the left cusp showing evidence of a reduced inflow orifice area. Traces of glistening pannus remained attached to the outflow rail extending to the left cusp margin of attachment. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on the commissural areas of the returned valve. Conclusions: since the valve has been implanted for over 10 years, it¿s very unlikely that the regurgitation is due to any potential manufacturing issue. With the results of the returned device, extensive pannus and calcification had an impact on the valve¿s function, resulting in two leaflet tears and early commissure dehiscence. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common mechanisms which could lead to regurgitation. Calcification would be one of the common causes for these failure modes. D4: model #, catalog #, expiration date, serial #, UDI # added d9: device available for evaluation? Updated h3: device evaluated? Updated h4: device mfg date added h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 12-13 years post implant of this bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic valve. The reason for the replacement was reported as aortic regurgitation cause by a "perforation at one of the valve leaflets". No additional adverse patient effects were reported.